Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaints: colombia. It has been reported that 16 days following childbirth, the mother returned to the hospital. It was found that there is suture dehiscence half raffia on the right side with fetida secretion and severe pain in the genital area.

Manufacturer narrative:
Samples received: no sample returned for the evaluation for the claim. Analysis and results: there are no previous complaints of this code batch, there are no units in stock. Approx (B)(4) units were manufactured and distributed of this code batch. The rule for batch manufacturing documentation was reviewed and no deviations or alterations were evident during the process. Analysis resistance voltage at node for batch release, met the requirements of the OEM. Final conclusion: complaint is not justified. Without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. It is clear that when a catgut suture is used, the host tissue responds with a mild inflammatory reaction, characterized by an endogenous reaction to a foreign body. The reaction to a foreign body is accompanied by a loss of strength and mass of material as a result of the action of proteolysis enzymes and degradation of the suture material based on collagen until completely absorbed. The catgut suture loses 50% of its tensile strength at 14 days and 100% after 21 days. Final conclusion: complaint is not justified. Without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Without any closed samples a study cannot be performed to determine if the product fulfills the OEM requirements. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions.